Event description:
Information received regarding the explanted device notes that the patient presented with syncope and pectoral muscle stimulation. The device exhibited no capture in the bipolar configuration. Bipolar sensitivity was 1.2 mv. Noninvasive evaluation suggested ventricular coil fracture. Upon explant, a clear coil separation was noted in a site compatible with clavicular crush syndrome.